Event description:
Event description cpi received information that this bipolar lead was removed from service because of a sensing problem. An invasive procedure was performed to remove this lead, the physician elected to replace the implantable cardioverter defibrillator (ICD), cap all the leads and upgrade to an endotak lead. Implanted-04/05/94. Out of service-05/20/96. Implant months-25.5.